Event description:
It was reported that the patient met with their healthcare provider (hcp) and was told that the stimulator didn¿t work at all, the battery was dead, and they were going to put in a new one. The patient then stated that the stimulator didn¿t work all the time, and the hcp indicated it was too old. It was stated to be outdated and the patient needed to get a newer version. Follow-up was performed to determine if the patient had required any further assistance and if they had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 97791, lot# n363499, implanted: (B)(6 )2012, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).